Manufacturer narrative:
Date of event was estimated based on aware date as date was not provided. (B)(6).

Event description:
It was reported that thrombosis occurred. The synergy megatron was implanted to treat the target lesion in the left main artery. Six days later, in-stent thrombosis was noted.